Manufacturer narrative:
System logs reviewed. Found that 'small' bubble sensitivity for f1 flow channel on the qdm was set to 3%. This is too low and can cause false positives. Sensitivity adjusted.

Event description:
A perfusionist phoned to report that he had an intermittent issue before and during bypass. Arterial bubble sensor generated bubble alarm, causing arterial pump to stop. Alarm was cleared in the usual manner by pressing the red flashing 'small' bubble icon in the arterial pump dynamic menu, enabling the arterial pump to be immediately restarted. It was reported that this situation was occurring when arterial pump flow was reduced. Asked user to first disable temporarily the arterial bubble sensor to verify the sensor cable connection to qdm by disconnecting and reconnecting. Arterial bubble sensor then immediately enabled again. This did not rectify the situation. A replacement flow sensor (which they kept as a spare on site) was used for the subsequent case - connected to the same position (f1 on qdm), however user reported that the same intermittent issue was occurring. Logs and csv file were requested from the customer.